Manufacturer narrative:
The first date recorded in the memory log was (B)(6) 2015 when the device recorded a manual power up. It is likely the memory log was erased prior to this date. Multiple manual power ups mainly under one minute duration were observed in the device memory between the (B)(6) 2015 and the final log entry on the (B)(6) 2015. The returned pad-pak was inserted into the device. The device did not power on. Investigation found component q55 was displaced on the pcba. Component q55 is part of the switch off circuitry which explains why the device was unable to switch off. The investigation was unable to determine how the component became dislodged. However the speaker boss is in close proximity of q55. It is possible that if excessive pressure is applied in this area that q55 could become displaced or if the device experienced an impact from being dropped. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.